Event description:
Device 1 of 2. Please see MFR report #1627487-2010-02745 for device 2. On (B)(6) 2009, the pt was implanted with an scs system. The pt gradually lost stimulation in the correct area. The clinical specialist reprogrammed him several times but gradually they could no longer cover the stimulation for the proper area, right leg and low back. An x-ray was performed and it showed the left lead had migrated up and the right lead had migrated down. At the surgery to either reposition or replace leads, it was found that the patient had too much scar tissue and ossification to replace the leads and will be referred for a paddle lead. The leads, anchors and ipg were removed on (B)(6) 2010.

Manufacturer narrative:
Eval method: the device history and sterilization records were also reviewed. Results: although the leads have been returned, the analysis is not complete yet. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.